Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range, and indicated an alert for lead impedance out of range. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to an alarm heard on their device. Upon interrogation it was noted that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered with fracture, high/undefined pacing impedance, inappropriate therapy, oversensing, high rate non-sustained episodes and elevated sensing integrity counter (sic). That same day, the lead was capped and replaced. During the replacement surgery, the patient's already implanted implantable cardioverter defibrillator (ICD) had setscrew issues. The physician noted that they were unable to engage the new lead into the header. The physician removed the grommet and setscrew, was able to connect the lead and re-install the set screw successfully. Silicone was placed on the header afterwards. The device is still in use. No further patient complications have been reported as a result of this event.